Event description:
It was reported by the customer that a pyxis medstation es system drawers failed after the station upgrade, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers failed after station upgrade. A technical support specialist verified the internet protocol and subnet address through commend prompt. A field service engineer reconfigured the station drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.